Event description:
A transseptal mitral valve replacement procedure was performed, placing a 29mm sapien 3 transcatheter heart valve within a failed non-edwards 31mm mosaic heart valve. No additional details regarding the failed valve were provided. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).